Manufacturer narrative:
Device evaluated by manufacturer: customer complaint of introducer leakage issue was confirmed. As received, introducer as observed to be kinked. Dilator and lab sample guidewire could not be inserted through the introducer lumen. Upon closer examination, it was observed that the duckbill valve of the introducer was dislodged to the side within the main lumen of the introducer. The gap between the cap and the body of the introducer was measured using lab digital caliper and was measured to be between 0.071" and 0.075" when measured at several locations around the circumference. The duckbill valve of the introducer was pushed out of the introducer and examined and showed no obvious signs of malfunction. The slits were intersected and complete. The white cap of the introducer was removed and offered no resistance to being unscrewed. There appeared to be evidence of solvent bonding on the threads. Both retaining rings of the valve were in place and oriented properly within the introducer. No other visual damage, contamination, or other abnormalities found on catheter and syringe. Further evaluation on the subject device is being conducted. When the evaluation is complete, a supplemental will be submitted.

Manufacturer narrative:
After further assessment, a definitive root cause cannot be determined at this time. Edwards performs a 100% verification for proper seating of the leaflet valve for this product prior to release. Manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event. The complaint trend was assessed and it was found to be in control. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional manufacturer narrative: device evaluation is pending. When evaluation is complete a supplemental will be submitted.

Event description:
Edwards received information that during the use of a introducer, the obturator was removed and there was a steady leakage of blood from the central lumen of the introducer. The anesthesiologist confirmed that the introducer was in the jugular vein and not the artery. The obturator and guidewire were reintroduced into the introducer and jugular vein. The introducer was removed and replaced with a second one without issue. There was no patient injury.